Event description:
During the pta treatment procedure, the balloon separated from the blue max balloon dilatation catheter shaft. During inflation the balloon separated from the catheter shaft and lodged in the subclavian vein. The balloon was successfully removed from the pt using a snare device. No pt complications were reported. The pt's status was reported as 'fine'.